Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds, was not sensing and it was discovered to have dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.